Event description:
Customer reported via phone call that she filled the reservoir with insulin and was unable to plunge out the bubbles while connected to the insulin vial. Customer tried to connect it to the infusion set and prime but the plunger would not move. Customer stated she changed the reservoir and that resolved the issue. Blood glucose value is unknown. The reservoir is being replaced and customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.